Event description:
Right popliteal and tibioperoneal trunk atherectomy procedure when surgical team noticed, the balkin 6 fr introducer tip looked unusual under fluoroscopy. Introducer withdrawn, noticed wire was advanced past coating. Case continued with new sets of wire. It was determined that there was no missing tip but the internal wire advanced past the coating. Product was returned to vendor for analysis; pending further information.